Event description:
A customer contacted beckman coulter inc, (bec) and reported that they loaded a new diluent I reagent on the unicel dxc 600 pro synchron clinical system, and the reagent leaked on the reagent wheel. The customer stated the leak was coming from the seams at the bottom of the cartridge. No injury was reported on this issue.

Manufacturer narrative:
Hotline faxed material safety data sheet (msds) to customer.